Event description:
This lead had elevated thresholds and low sensing. The physician attempted to reposition this lead; however, he couldn't insert the stylet, so this lead was explanted and replaced with another selox jt 45, (B) (4). The hospital discarded this lead.